Event description:
It was reported that guidewire tip detachment and un-retrieved device fragment occurred. During a cardiomems implant procedure, a 018/260cm platinum plus guidewire was used and positioned. However, it was noted that the tip of the guidewire was pointing back down the length of the wire rather than down the arterial branch. When the guidewire was pulled back into the cardiomems delivery catheter the distal 3cm of the guidewire sheared off and remained in the patient. The procedure was completed with this device. Heparin was administered and the patient was retained overnight for observation. No further patient complications were reported. The patient was discharged the following day.

Event description:
It was reported that guidewire detachment occurred, requiring intervention. A non-boston scientific (bsc) product was advanced for implant. During the procedure, a 018/260 platinum plus guidewire broke inside the patient. The size of the piece was approximately 5mm in length. The break was noticed after sensor deployment as the physician was removing the wire and delivery catheter from the patient. A snare was used to remove the broken piece. There were no adverse consequences to the patient and no additional intervention required.

Manufacturer narrative:
B5. Event description, d. Suspect medical device, e. Initial reporter, and h6. Patient, impact and device codes were updated per additional information.